Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension could not be inserted into the header block of the device. It was believed, it was port #2, but this was unconfirmed. Hcp was able to get it past the setscrew with no issue, but about halfway down the device port, the extension was getting stuck. Hcp already damaged one extension attempting to force it into the port. Add'l info has been requested, but was not available as of the date of this report.